Event description:
It was reported that "the button to push for bed to come up and down is not working. The head and the knee are working."

Manufacturer narrative:
It was reported that "the button to push for bed to come up and down is not working. The head and the knee are working. That all functions of the bed work except when raising the entire bed. Customer clarified by stating the drive shaft is fully intact, however, when utilizing the hand pendant for the up/down functions the drive shaft is unresponsive and does not spin. This indicates hi/lo motor is defected." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.